Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a history of intractable ventricular tachycardia (vt). The patient was put on bivad support and is awaiting a heart transplant in the intensive care unit (ICU).

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported cardiac arrhythmia, as well as a direct correlation to heartmate 3 lvas, could not conclusively be determined through this evaluation. The account reported that the patient presented to the hospital with a history of vt. The device reportedly did not contribute to the arrhythmia. The patient is currently on bivad support and is awaiting heart transplantation. The patient remains ongoing on heartmate 3 lvas. No product is available for investigation. No additional complaints have been reported at this time. The submitted controller event log file contained data from (B)(6)2020 through(B)(6)2020 . No atypical alarms or events were captured in the submitted log files. The submitted log files captured the pump functioning as intended with stable parameters. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The current heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. The hm3 lvas IFU also lists arrhythmia as a potential late postimplant complication in section 6, ¿patient care and management¿. Additionally, the IFU states that, ¿if the lvad speed is set too high, the inflow pressure may fall to the extent that it attempts to recruit blood from the left ventricle, left atrium, and pulmonary vasculature that simply is not there, resulting in collapse of the left ventricle and potential arrhythmia¿ in section 1. No further information was provided. The manufacturer is closing the file on this event.